Event description:
Upon packing inspection at bayer healthcare in (B)(6), it was discovered, after opeing the box, the cap of a new bottle of contour test strips was already opened. Retention strip package was opened and the bottle cap was closed.the bottle will be returned for evaluation.

Manufacturer narrative:
The test strips were returned for evaluation and confirmed for open cap but the product gave satisfactoy performance.

Manufacturer narrative:
Model# was not provided.